Manufacturer narrative:
The field service engineer found the procell was not filling the container due to an issue with the valve bank assembly. He replaced the valve bank assembly and performed measuring cell preps with no errors. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The customer noted the qc was within range before (B)(6) 2021 and on (B)(6) 2021 the qc was out of range. The customer noted numerous alarms/flags. The customer performed weekly and quarterly maintenance earlier in the day and replaced a pinch valve tube. The investigation is ongoing.

Event description:
The initial reporter complained of questionable elecsys troponin t stat assay and pct brahms (roche) elecsys cobas e100 v2 results for 8 patient samples on a cobas 6000 e 601 module analyzer. Tnt samples are automatically rerun if critical, however, the technician did not notice the repeat tnt results of the patient samples until chemistry review. An example for 1 patient sample (patient (B)(6)) were: the initial tnt result was 0.047 ng/ml, the rerun result on the same analyzer was <0.01 ng/ml, and the rerun result on another e601 analyzer on (B)(6) 2021 was <0.01 ng/ml. The initial pct result was <0.02 ng/ml and the rerun result on another e601 analyzer 2.61 ng/ml. The questionable results were reported outside the laboratory. The rerun results were believed to be correct. The reagent lot numbers and expiration dates were asked for but not provided.